Event description:
It was reported that the patient presented to an outside facility for gross hematuria via foley catheter. During this admission, the patient experienced bouts of lightheadedness and dizziness. A computed tomography scan was performed on (B)(6) 2022 a thrombus was found between the bend relief and the outflow graft (ofg). The patient required a blood transfusion for hematuria and a reduction of their international normalised ratio. The patient required surgery to remove the thrombus and relieve the stenosis of the ofg.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
There were no changes to the patient's anticoagulation status that may have contributed to the event. There had been no recent changes to pump parameters. The surgical procedure resolved the thrombus and outflow graft stenosis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported obstruction as well as a direct correlation with (B)(6) could not conclusively be determined through this evaluation as the submitted computed tomography (CT) images did not confirm the reported deformation. A specific cause for the reported bleeding and patient conditions could not conclusively be determined through this evaluation. The submitted CT images did not confirm the reported deformation. The 2 and 3-dimensional images of the patient¿s outflow graft were unremarkable and did not show extrinsic obstruction. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.